Event description:
It was reported that the patient visited the emergency room on (B)(6) 2026 and was diagnosed with dka (diabetic ketoacidosis). Patient reported visiting the emergency room (ER) as pod was leaking insulin and it was not being delivered to his body while wearing pod between 4 and 24 hours. The patient reported that glucose level rose to 600 mg/dl. Patient reported feeling symptoms that included vomiting, fatigue, and cramps in hands and feet. The patient was diagnosed with dka during ER visit. Treatment provided during ER visit included dramamine and gravol. A new pod was placed. Patient was discharged on same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.